Event description:
It was reported that the 6600 system had distorted images. No pt injury was reported.

Manufacturer narrative:
The customer canceled the svc call. A follow up report will be filed when add'l details become available. This MDR is related to ge healthcare complaint.